Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'downstream occlusions' was verified in the event history log (ehl) review as 'downstream occlusion!' Messages and reproduced during evaluation. The reported condition could not be verified as evaluation did not properly assess for causality of the reported condition of downstream occlusion. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusions issue. There was no patient involvement. No additional information is available.